Event description:
It was reported that the device lost radiofrequency (rf) telemetry due to a magnetic resonance imaging (MRI) scan that was performed without programming the device to MRI mode. Abbott technical support was contacted and the rf telemetry was restored with a software download. The patient was in stable condition.